Event description:
I received allergan smooth texture gummy bear breast implants (B)(6) 2016. About 8 months following my surgery, I came out of swimming in the (B)(6) ocean completely covered in hives. I have been swimming in the cold (B)(6) ocean since I was a small child. After seeing an allergist, I was diagnosed with cold urticaria which, according to my allergist is extremely rare to occur in later adulthood. My allergist ordered lab work which showed elevated thyroid antibodies. Around this time, I started having numbness in my left bicep and at times it traveled down my entire left arm. I began having spasms in my left pectoral muscle which worsened with time. Since undergoing breast augmentation surgery, I have had numerous other health symptoms such as chronic fatigue, increased sinus infections always requiring an antibiotic to resolve. Increased colds, photosensitivity to the sun, rashes from the sun, candida, new onset of dyslexia with numbers, migraines with aura, hashimoto¿s disease, asthma, cognitive decline, and unexplained numbness in my right foot. I have had both brain and spinal (upper and lower) MRI¿s which were unremarkable. I am convinced my immune system is reacting to my breast implants, like thousands of other women have reported. I decided to remove my implants with full capsulectomy (B)(6) 2019. The preliminary pathology results from my capsule tissue have come back stating chronic inflammation in both capsules. The surgeon who removed my implants informed me that my left capsule was all the way up to my armpit which he feels caused the symptoms in my left pectoral muscle and left arm. All these negative effects have occurred since having my breast implants less than 3 years ago. I have lost my health over the past 3 years and am certain it is due to my breast implants.